Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge, and did not perform the proper air removal techniques. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 228 mg/dl.